Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-xxxxx, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a egd (esophagogastroduodenoscopy) procedure on a female patient performed in 2009. According to the complainant, during the procedure, when the clip were deployed, the clip broke off the catheter inside the patient. In both instances the clips were retrieved with biopsy forceps. The physician removed the clips because she wanted to make sure that there was no foreign bodies left inside the patient and to prevent any possible complications. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.